Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This report is for the second device. Customer returned two broken puendo5. Customer indicates that he was trying to locate calcified or hidden canals with the puendo5. The recommended tip to use for this is puendo2 or puendo3. The puendo5 is recommended for removing obturation material and removing broken instruments. The customer was using correct power settings for the tip 5. Using microscope visually inspected the tips. No defects or markings were noted on instruments. Root cause of breakage is misuse.

Event description:
In this event it was reported that two proultra endo tips #5 broke during use; no injury resulted.